Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information reported the event was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient was scheduled for surgery for irrigation and debridement and to close the wounds.

Event description:
It was reported that the patient went into the clinic for a post op appointment. The patient had pain at the thoracic site, redness and opening of incision with scant purulent drainage with distal aspect wound opening measuring approximately 1 cm. The back incision was red, inflamed, and oozing. The infection was at the spine incision location. There was an infected surgical wound. The patient stated that she felt warm at home but had not checked her temperature. The patient was given betadine and gauze/tegaderm dressing changes and keflex 500mg qid x 10 days. The patient was to follow up in 3 days. The battery incision was healing well. Three days later the patient returned and the incision site was more painful and was open the full length. In addition the touhy needle sites were open and draining as well. Drainage was not sero-purulent. The doctor reported that the patient needed surgical incision and drainage with closure of wound. The patient was admitted and surgery was performed on (B)(6) 2015. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. The event resulted in surgical intervention with surgical incision and drainage of thoracic wound and possible closure. Later it was reported that the infection was confirmed though culture taken at the time of surgery. The laboratory testing showed abnormal results. Cultures taken during surgery confirmed staphylococcus aureus infection in both subcutaneous tissue and deep subcutaneous tissue of the thoracic spine wound. Medications were administered and the patient was given keflex for 6 weeks. The event was noted as unresolved with no further actions planned.